Event description:
Customer and customer mother reported issues with the insulin pump. Customer stated the insulin pump was not turning on, she inserted a new battery, and anomaly persisted. Blood glucose was 240 mg/dl. Troubleshooting was performed. The device does not show any signs of physical damage. The device was not dropped, bumped, or exposed to moisture. Customer does not use required batteries. Battery cap was not damaged or missing. Battery compartment and spring were not corroded or damaged. Customer inserted a new battery and display did not return. Customer was advised to clean battery contacts and customer was unable to clean the device. Battery cap was sent. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.